Manufacturer narrative:
Seizure is a rare but serious known risk of tms. However a cause for the atrial fibrilation (af) is unknown. Af is not an established adverse event of tms.

Event description:
A practice called neuronetics to report that a patient had a tonic clonic seizure during her first treatment session. The patient was taken to the ER and experienced atrial fibrillation while there. The patient was unaware of any cardiac issues prior to this event. The patient will not continue with tms treatment.